Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion surgical procedure. It was reported that the tip of the driver broke off during tightening of the setscrew. The broken piece was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification.